Event description:
On (B)(6) 2014, the reporter contacted animas alleging a nonspecific unusual product issue. The reporter stated their old pump had been taken to the physician's office and it was determined that it did not work. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.